Manufacturer narrative:
Product complaint # (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Investigation summary: one needle and an ethibond suture piece were returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the sample. The manufacturing records couldn't be reviewed as the batch number is unknown. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle came off of the suture. The suture is popping off the needle when throwing it through skin/tissue. This is all the information that I have at this time. No additional information was provided.